Manufacturer narrative:
(B)(4). The was returned for evaluation. Visually confirmed instrument broken. Breakage noted approximately ~37mm from the tip of the instrument. Optical examination reveals shaft bend just above fracture. Fracture surface analysis reveals a fairly brittle fracture surface with no indication of fatigue, and river lines consistent with bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-l5. It was reported that the tip of the probe broke during pedicle preparation. The tip was removed from the patient. No patient complications were reported.